Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be torn near the up arrow key. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive and required excessive force to elicit a response; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen. During testing, a test display screen was inserted and functioned properly.